Event description:
It was reported that the atrial rate histograms were not matching up with the atrial arrhythmia trend and atrial high rate episodes (ahr). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device diagnostic data is consistent with the displayed diagnostic data. The mode switch has missed at least two length episodes; the atrial fibrillation burden should be higher than is shown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.